Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted the mesh had balled up into a meshoma. It was reported that the patient an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/27/2021.